Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on surgical stapling, the stapler was not able to fire. The stapler locked and did not advance the system for cutting and stapling. The physician opened another stapler with the same lot number to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.